Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the echelon microcatheter tip broke off. The patient was undergoing surgery for treatment of a left side, posterior communicating artery aneurysm. The access vessel was the femoral artery with a diameter of 7 mm. It was noted the patient's vessel tortuosity was minimal. It was reported that after being shaped following normal hydration, the echelon microcatheter was inserted into the body. However, the shaping effect was found to be unsatisfactory. Upon removal outside the body for reshaping, it was discovered that a section of the tip had broken off, and the broken tip was subsequently found outside the body. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.

Manufacturer narrative:
H3: product analysis: equipment used: vis m-85519, 203cm ruler m-83360 document used: dwgs190-5091-150 rev. Ay as found condition (condition of returned device): the echelon-10 microcatheter was returned for analysis within a shipping box, and within a sealed plastic biohazard pouch. The shaping tool was not returned. Damage location details: no damage or irregularities were found with the echelon-10 hub. The catheter body was found to be bent at ~13.7cm from the broken distal tip. The distal was found to be damaged, with the distal marker band found to be broken off and not returned. The characteristic of the damage was found to be rough with jagged edges at the broken end. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length was measured to be ~152.3cm, and the usable length was measured to be ~144.8cm, which were both found to be within specification. The echelon-10 microcatheter hub was flushed, and water was able to exit the distal tip without any issues. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿catheter separation/break¿ was able to be confirmed, as the echelon-10 microcatheter was returned damaged with the distal marker band found to be broken off and not returned. The report mentions that ¿the shaping effect was found to be unsatisfactory. Upon removal outside the body for reshaping, it was discovered that a section of the tip had broken off¿; therefore, it is possible the tip broke off from the potential damaged caused from the ineffective prior shaping. A few other possible causes for break/separation are but not limited to, more than 20cm of traction was applied, fast catheter retrieval technique, and/or user applies excessive force, thus exceeding tensile strength of tubing material; however, the root cause for the break was unable to be determined. The shaping tool used was not returned for further assessment. It was noted that the patient's vessel tortuosity was minimal. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event was not determined. The lesion was a left posterior communicating artery aneurysm. The procedure was completed successfully by replacing the microcatheter with another brand. The fracture was discovered during coil embolization, although the exact time when the break occurred is unknown.